Event description:
A doctor alleged that four (4) patients had experienced the loss restorations within one (1) to three (3) months after placement using optibond xtr and nx3 dual cure products. This is the first of four (4) reports.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The patient swallowed his crown. Historically, complaints of this nature indicate that if the part was swallowed, it will most likely pass naturally, without further incident. The doctor re-made the crown and cemented it for the patient without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Manufacturer narrative:
The optibond xtr product primer (catalog #35106, lot #4848495) and adhesive (catalog #35108, lot #4873349) involved in the alleged incident was received in a condition where analysis was impossible; therefore, an adhesive strength test of the retain samples were evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.